Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against provided product code found additional reports of broken threaded tips. Previous investigations found the tips broke due to ductile overload. The root cause of the ductile overload was attributed to suspected levering of the instrument side to side while attempting to remove the fluted rod from the patient bone canal. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem extractor tip broke off inside of the stem trial.